Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately low and no results were provided. The patient manages his diabetes with insulin (self-adjuster). It is not known whether he made any changes to his diabetes management routine as a result of the alleged issue. He reported, date/time unknown, developing symptoms of ¿shaky¿. He also reported that on (B)(6) 2015, he was hospitalized and received unspecified treatment from a healthcare professional. He also alleged, on (B)(6) 2015, at time unknown, he obtained an inaccurately low blood glucose result with the subject meter of ¿204 mg/dl¿ compared to ¿261 mg/dl¿ with the hospital meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and the correct testing steps. The test strip vial was not cracked or broken and the test strips had been stored correctly. Replacement products were sent to the patient. In conclusion, it is not known how the product may have been a factor in the patient¿s injury and, from the comparison provided, there is no evidence that the device malfunctioned. However, this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.